Event description:
An attempt was made to use the device to administer external pacing on a pt (pt details were not reported). The device pacing function reportedly failed. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.